Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
This report pertains to one of five devices used during the same procedure. Manufacturer report # 3005099803-2017-02454 pertains to the first resolution clip device, manufacturer report # 3005099803-2017-02455 pertains to the second resolution clip device, manufacturer report # 3005099803-2017-02456 pertains to the third resolution clip device, manufacturer report # 3005099803-2017-02457 pertains to the fourth resolution clip device and manufacturer report # 3005099803-2017-02458 pertains to the fifth resolution clip device. It was reported to boston scientific corporation that five resolution clip devices were used in the colon during a polypectomy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. The same issue occurred with the other four clips, and the procedure was completed with the sixth resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.